Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient's pump was alarming and when it was interrogated a motor stall and recovery were noted to have occurred on (B)(6) 2020 and (B)(6) 2020. There were no known environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) was contacted and the issue was currently unresolved. No symptoms were reported; the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the patient's pump was replaced, on (B)(6) 2020, and the old stalled pump was shipped back to manufacture.